Event description:
This lead was implanted on an unknown date and still remains implanted at this time. It was noted on (B)(6) 2015, that the lead exhibited high pacing thresholds which resulted to capture failure. The physician was unknown in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).